Event description:
It was reported that the physician could not establish communication with the pt's vns device. Physician stated the pt recently gained weight in her chest area which may be the problem. Troubleshooting was performed, but the problem persisted. No interventions have been planned at this time.